Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the event was not reported. The following month, the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. Four days after admission to the hospital, the patient was discharged. At the time of this report, the patient was recovering from peritonitis and pd therapy was ongoing. Additional information was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. As the sample was not returned, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd896597 and gd896589 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.